Event description:
It was reported that during unpacking for a stenting treatment procedure an inner package seal was compromised. During unpacking when the outer package of the 3.0 x 16 mm promus element plus mr stent delivery system was opened it was noted that the inner seal looked "suspicious." No patient complications were reported.

Event description:
It was further reported that the inner package was stuck to the outer/foil package. So that when they opened the outer, the inner opened too.

Event description:
It was further reported that the inner package was stuck to the outer/foil package. So that when they opened the outer, the inner opened too.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) received inside the opened inner pouch and shelf box. The area of separation from tyvek and poly bag shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. The packaging pouch was opened, as-received in the cis lab; however, there was no evidence of a defective seal and no indication that the pouch was opened prior to shipment from bsc. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).